Event description:
A 2.5 mm diameter x 20 mm length sprinter otw dilatation balloon catheter was inserted into a patient for the treatment of an lad lesion. The vessel morphology was not reported. The sprinter balloon was being used to pre-dilate the lesion. The balloon was inflated one time to unknown atmospheres. As the balloon catheter was being removed, the shaft was sticking and meeting resistance. There was a little piece of plastic or rubber in the hub which came loose catching on the catheter shaft. The balloon catheter was successfully removed. A stent was successfully implanted and the patient is fine. Medtronic has received the device and its analysis has been completed. The strain relief had separated from the bifurcate/hub and was located on the proximal shaft. There were no kinks or damage on the catheter shaft that could have impacted on the reported removal difficulties. Visual inspection of the glue portholes in the luer and the fillet of glue around the nose of the bifurcate were acceptable. The catheter working length is specified as the distance between the distal end of the strain relief and the proximal balloon bond weld. It appears mose likely that the strain relief of the product may have been gripped firmly during removal of the catheter from the patient. The possibility exists that as the bifurcate was pulled proximally that the strain relief detached resulting in the shaft being pulled through the strain relief. This is what most likely was felt by the physician when he described the resistance during removal as "sticky". During the evaluation the returned device was loaded onto a bmw wire and was advanced into a 6f launcher guide catheter. It was not possible to advance the detached strain relief into the guide. Due to the previously inflated balloon, slight resistance was noted as the catheter exited the tip. The device and wire were then withdrawn proximally, firstly with the strain relief being positioned proximally to where the catheter was gripped for removal, no resistance was experienced. Secondly the strain relief was positioned immediately proximal to the hub of the guide catheter and the shaft of the device was withdrawn through the displaced strain relief. A stickiness or resistance was noted during device withdrawal. The root cause of the resistance was most likely related to the shaft being withdrawn through the displaced stain relief. There may have been an interaction between the device and an accessory device, but this cannot be confirmed based on the information provided and the non availability of the accessory devices for return. The detachment of the strain relief from the bifurcate is an unusual event.